Manufacturer narrative:
It was reported breakage suture. During visual inspection of a needle-suture combination of product was received for analysis. During visual inspection of the sample, the swage and attachment area were noted to be as expected. The suture was examined along of strand and no damaged or breakage suture were observed. In addition, body fluids along of the strand could be observed. The product code sxpp1a405 contains an absorbable suture and as the sample was received open, the time of exposure that has the suture in the environment could not be determined and no additional test could be performed. Per the condition of the representative samples, no performance - breakage suture was found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: was the procedure completed successfully? Yes. Was there any adverse consequence associated with the patient? No. How the broken needle was retrieved? Please refer to complaint description. Event date? Please refer to complaint information. Please provide both lots or confirm the devices had the same lot? Same lot what is the patient's current status? Unknown. Procedure? Please refer to complaint description. A manufacturing record evaluation was performed for the finished device lot pmu466, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a hysteromyomectomy procedure on (B)(6) 2020; and a barbed suture was used. During the procedure, the suture broke when drawing it to sew. A bigger trocar was used, and the needle was put into trocar without any force. Another like device was used to complete the procedure. There were no adverse patient consequences reported. Additional information was requested.